Manufacturer narrative:
Investigation has determined that the doctor selected an image that represented the desired location for needle insertion to drain a patient's lung. The image was labeled "i45" and the doctor understood this to be 145 and requested the tech to proceed to 145. The tech located the table at i145. The needle was inserted and scanned for confirmation of proper placement. It was then discovered that the needle was inserted in a location other than intended. A cardiac team was called who concluded no serious injury had been sustained; however the patient was kept overnight for monitoring. There was no device malfunction. The CT system displays the location prefix I (for inferior to the landmark - and appears as a roman numeral I) and s (for superior to the landmark). The root cause was determined to be user error as the physician did not follow proper instructions with regard to the definition of image location as described in the user manual.

Manufacturer narrative:
Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a customer confused the scan location indicator and inserted a biopsy needle into an area near the patient's heart. It was initially understood that the patient required no medical intervention to preclude permanent impairment and the patient was released. Sixty-seven days later, medwatch (B)(4) was received alleging hospitalization was prolonged for overnight monitoring.